Event description:
It was reported that a patient experienced bacterial peritonitis manifested by belly pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized due to peritonitis. On an unreported date, the patient began treatment with unspecified antibiotic (dose and frequency not reported) ip for peritonitis. The patient recovered from this peritonitis event. While hospitalized, the patient discontinued pd therapy and began hemodialysis. Upon discharge from the hospital, pd therapy was reintroduced. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. A review of all batch record documents was performed for h13g16055 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary on the as400 exception management system was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot number(s) h13h28025, h13i23099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.   If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.